Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the mega suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the instrument was inspected prior to use. No damaged noted out of the ordinary. There was no reported fragments to fall inside of the patients anatomy. The instrument will be returned for isi evaluation. There are no photographic images or video recordings available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out in a ball at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.